Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The distal end of the sheath and one of the wings were returned for evaluation. The peek screw has a fracture and gouge/grasper marks on the threads. At this time, it is unclear if the damage to the device occurred during implantation, revision or removal of the device. Complainant event may be due to not following proper insertion technique as outlined in the surgical technique guides. Device history record revealed nothing relevant to this event. This is the first complaint of this type for this part/lot number combination. The potential causes of this event are being communicated to the event reporter.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested, but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation, but it remained implanted in the patient therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, a definitive cause for the post-operative infection could not be determined. The most likely cause for this type of event is a nosocomial source or patient non-compliance with post-op wound care directions. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remains in patient.

Event description:
Patient reported a constant burning pain in her knee after implantation of the graft bolt. The tunnel, transplant and graft bolt were all the same size. Bone quality was normal. On an MRI, the screw could be seen clearly. During the second surgery (date between (B)(6)) the screw and parts of the bolt were retrieved.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Device history record revealed nothing relevant to this event. The distal end of the sheath and one of the wings were returned for evaluation. The peek screw has a fracture and gouge/grasper marks on the threads. At this time, it is unclear if the damage to the device occurred during implantation, revision or removal of the device. Complainant event may be due to not following proper insertion technique as outlined in the surgical technique guides. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the patient developed an infection of left achilles two weeks out from a suture bridge. Culture positive. Surgeon performed two acp( autologous conditioned plasma) injections. Patient is a diabetic and has developed mrsa (methicillin-resistant staphylococcus aureus) and is being treated with zyvox, bactrim and septra. Non smoker, with no known allergies. His blood sugar level is high and he was on oral insulin but now requires injections. Patient will be moved to a wound care center.